Event description:
Nine months post-uae still has large fibroids causing prolapsed uterus. Since uae in constant pain with cramping in stomach and back. Cessation of menstration. Recommended for hysterectomy.